Manufacturer narrative:
The cori drill, p/n rob10013, (B)(6) used in treatment was returned. There was a relationship between the device and the reported event. Nothing was identified visually that contributed to the reported problem. A review of log files confirm that a "robotics drill disconnect error" was thrown. A functional evaluation was performed. A kpc test was attempted and failed. The reported problem was confirmed. The device stopped working in the middle of the speed control test. A "robotic drill critical error" popped up. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Reportedly, no patient harm or additional complications were reported, and no documentation is available for inclusion in a medical investigation. Based on this information, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the case was reportedly successfully completed with the cori after the tibial free-hand cut and the patient was reportedly ¿healthy¿. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. The most likely cause of this event may be associated with a loose connection. Further investigation into the reported failure is being conducting to determine if additional actions are required. B5: describe event or problem.

Event description:
It was reported that the drill was tested prior to the case and it seemed to work fine. Later during a cori tka procedure, they received a "drill cable disconnect" error during the milling phase of the tibia. After recalibration, the drill did not seem to be responding (the burr was trying to spin but was not). They made a free hand tibia cut and then finished using cori with a delay of fewer than 30 minutes. The patient was not harmed. No other complications were reported. No operative documents are available. It is unknown if this was a drill or a console issue.

Manufacturer narrative:
H3, h6: the cori drill, p/n rob10013, (B)(6) used in treatment was returned. There was a relationship between the device and the reported event. Nothing was identified visually that contributed to the reported problem. A review of log files confirm that a "robotics drill disconnect error" was thrown. A functional evaluation was performed. A kpc test was attempted and failed. The reported problem was confirmed. The device stopped working in the middle of the speed control test. A "robotic drill critical error" popped up. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Reportedly, no patient harm or additional complications were reported, and no documentation is available for inclusion in a medical investigation. Based on this information, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the case was reportedly successfully completed with the cori¿ after the tibial free-hand cut and the patient was reportedly ¿healthy¿. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Additional information: h7 corrected data: -h3: the cori drill, p/n rob10013, (B)(6) used in treatment was returned. There was a relationship between the device and the reported event. Nothing was identified visually that contributed to the reported problem. A review of log files confirm that a "robotics drill disconnect error" was thrown. A functional evaluation was performed. A kpc test was attempted and failed. The reported problem was confirmed. The device stopped working in the middle of the speed control test. A "robotic drill critical error" popped up. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Reportedly, no patient harm or additional complications were reported, and no documentation is available for inclusion in a medical investigation. Based on this information, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the case was reportedly successfully completed with the cori¿ after the tibial free-hand cut and the patient was reportedly ¿healthy¿. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. -h6 (medical device problem code)

Event description:
It was reported that the drill was tested prior to the case and it seemed to work fine. Later during a cori tka procedure, they received a "drill cable disconnect" error during the milling phase of the tibia. After recalibration, the drill did not seem to be responding (the burr was trying to spin but was not). It is unknown if this was a drill or a console issue. They made a free hand tibia cut and then finished using cori with a delay of fewer than 30 minutes. The patient was not harmed. No other complications were reported.